Event description:
It was reported that the right ventricular lead was fractured. There was high impedance and noise on the lead when pressure was applied to the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).